Event description:
The customer performed a lp-14 enrichment on the clinimacs plus instrument when they attached the pall filter to the clinimacs tubing set the arm of the spike snapped off inside the filter. Based on the customers information, no harm to the patient was caused. This event occurred at: (B)(6).